Event description:
It was reported that with the use of the nurse call system, a ¿neonatal code blue¿ alerted to the appropriate unit location and to the facility pbx operator, however, was showing the incorrect name (code blue), indicating an adult code. There was no allegation of patient injury or delay in care reported from this alleged incident. This report was filed in our complaint handling system as complaint #c-0001968709

Manufacturer narrative:
The hillrom voalte nurse call system provides visual and/or audible event alert notification via designated communication devices (nurses console, patient room dome lights, mobile phones (if applicable)). Notification of calls is configured with the naming convention, audio, and /or visual displays based on the customer preference at the time of initial integration. Configuration changes may also be performed by hillrom technical support thereafter upon receipt of customer request. It is noted that there are two devices within the associated unit¿s patient rooms that generate a code blue call. This facility uses the code blue call located on the grs-7 as an adult code blue, and a stand-alone switch as a neonatal code blue. A hillrom technician reconfigured the stand-alone switch to be labeled neonatal code blue. The configuration was tested by the customer and confirmed to be correct. In this event, no injury occurred, as confirmed by the customer. However, a code blue alert summonses an intra-disciplinary team of caregivers in response to an emergency. Depending on the type of code blue (neonatal vs. Adult), the specialized group may differ in the type of physicians and other caregivers that respond, as well as the type of equipment that is gathered in response to the notification. Therefore, if the report of a code blue alert with an incorrect name or mislabel in the system were to occur it would be likely to cause or contribute to a serious injury or death.